Manufacturer narrative:
One sterile 9x30mm biorci-ha screw used for treatment, was returned for evaluation. Complaint stated: ¿put the screw through the guide wire the screw broke the tip.¿ inspection verified that this was a 9x30mm product. There is approximately 1.3mm distal threads absent. They had been peeled back and fractured off. The phillips head shows signs of stripping. The portion returned confirmed torque was a factor. The remaining distal threads are rolled. The distal area is chewed up which is a symptom related to entanglement with a guide wire. There was attempt to continue turning the driver after rotation had ceased. The symptoms are consistent with two situations; either an inadequate tunnel or hard bone was encountered. Normal bone was reported. Interference screws recommend 1:1 screw size to tunnel size for best surface interference contact per instructions for use: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion.¿ ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ no root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution. Additional information in b5 and b7.

Event description:
It was reported that, during a both anterior and posterior cruciate ligament reconstruction surgery, the biosure implant tip broke when put through the guide wire. The breakage happened inside of the patient. All fragments were removed form the patient anatomy but it is unknown how. Another device was opened and used to complete the procedure without any delay. The patient was not injured.

Manufacturer narrative:
One 72201782 9x30mm biosure ha screw used for treatment, was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: site prep with alternate type or recommended size instruments. Use of damaged or other than recommended prep instrument size and/or types. Taper or larger head to body design not accounted for. Entanglement with guide wire or other instrument causing tears and fracture. Unexpected bone density/condition. Use of excess torque or force. Stripping or over-torque. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used. Product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported that, during an unspecified surgery, the biosure implant tip broke when put through the guide wire. It is unknown if fragments fell into the joint and were removed from the patient anatomy. Another device was opened and used to complete the procedure without any delay. The patient was not injured.